Event description:
It was reported that during a da vinci assisted urology procedure, the patient experienced major bleeding, possibly from an injury to the aorta. The procedure was aborted and converted to open. The patient is reported to be recovering and in stable condition. During follow up with the urology department's charge nurse, it was stated that the bleeding was not a result of an issue with a da vinci product, but that the anatomy was difficult. The action that caused the bleeding or an estimated blood loss, was not specified during follow up. It was confirmed that the bleeding did not occur during port placement, though how far into the procedure it happened could not be provided. During further follow up with the surgeon, it was stated that while the incident could not be commented on further (per risk management), but the incident did not involve a failure or malfunction of the robot itself; the instrument in use was a unnamed third-party laparoscopic stapling device.

Manufacturer narrative:
No intuitive surgical, inc. (Isi) product has been implicated or returned for failure analysis (fa). A system log review did not reveal any system errors that would have caused or contributed to the reported event.